Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on november 10, 2020. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer) . H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 3259, 4307). Method code #1: 10 testing of actual/suspected device. Method code #2: 11 testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 -analysis of production records. Results code: 3259 improper physical structure. Conclusions code: 4307 cause traced to component failure. The returned sample was visually inspected and it was confirmed that there is a crack along the female l-shaped connector. A minimal amount of pressure was applied to various locations on the connector, confirming the crack. A representative retention sample was reviewed with no damage to the unit observed, including the manifold. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation, however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete, and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime, the manifold connector cracked. As per the sales associate, the perfusionist saw leaking prime solution from the right angle white connector on the manifold line of the oxygenator. It took less than 5 minutes to take the oxygenator off, and replace with another from the shelf. No patient involvement. There was a delay for less than five minutes; product was changed out; procedure was completed successfully.